Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the keypad buttons intermittently response to touch. A history of the issue showed that the pump sometimes locks up and is unresponsive. Rebooting the pump seems to temporarily resolve the lock up issue. There was no evidence of product misuse. The patient refused to return the pump for investigation. The patient will go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no defect found to the keypad buttons; all buttons were functioning appropriately on investigation. Evaluation revealed that after several minutes the pump would produce a sleep alarm and lock up. Investigation revealed a corrupted software issue; the software was reloaded to complete testing. A rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 24 hours with no sleep alarms duplicated. Unrelated to the complaint, evaluation revealed a dim/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.